Manufacturer narrative:
Cont'd concomitant medical products: (2)8015; (7)8100; (3)sec tubing; (8)pri tubing; therapy date (B)(6) 2018. The customer¿s report of a programming issue with two medications was confirmed. The pcu event log shows that at 9:05 pm on (B)(6) 2018 pump module s/n (B)(4) was programmed to infuse phenylephrine quadrupled 160mg/250ml. The infusion ran at various titrated rates until the device was channeled off at 4:03 pm on (B)(6) 2018. The volume recorded as being infused during this period was 294.43ml. The pcu event log shows that at 1:53 am on (B)(6) 2018 pump module s/n (B)(4) was programmed to infuse norepinephrine quadrupled 16mg/250ml. The infusion ran at various titrated rates until the device was channeled off at 9:53 am on (B)(6) 2018. The volume recorded as being infused during this period was 637.509ml. The root cause of the reported event was user programming. The pcu event log shows quad strength programming was used for both levophed and phenylephrine. Devices not received, log review only.

Event description:
The customer reported that a user may have mis-programmed the concentration for a medication on a critically ill patient. The infusions were expected to be single strength phenylephrine 40 mg/250 ml and levophed (norepinephrine) 4 mg/250 ml at titrated rates. One or more of the concentrations may have been programmed by the user for quad strength (160 mg/250 ml or 16 mg/250 ml). The medications were infusing on two different pc units between approximately 2200 on (B)(6) 2018 and 0700 the following morning. Some other medications infusing throughout the time period included normal saline (with potassium, magnesium, and calcium piggybacks), blood, fentanyl, dopamine, propofol, and vasopressin. The patient¿s condition began to deteriorate around 2200, and as a result, he/she was sent to interventional radiology for a procedure at 2300. They returned at 0100, however remained hemodynamically unstable until around 0700. Some, but not all of the event devices were sequestered. Although biomed plans to conduct testing of the event devices as part of the hospital investigation, a user programming error is suspected, and an event log review was requested to evaluate key press details.